Event description:
The plate broke requiring revision surgery.

Manufacturer narrative:
As this information was provided by the patient's attorney, exact part number, lot number, and event information is not known.